Manufacturer narrative:
FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor smooth round moderate profile and experienced right side breast implant deflation postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent unilateral right side replacement surgery with saline device on (B)(6) 2023.

Manufacturer narrative:
On february 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample sal smooth rnd diap 475cc, a tear was observed at the union between the shell and the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device 9545545, and the non-conformances associated to this lot number (tear/hole in the patch area above laser marking) is not related to the failure mode observed on the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).